Event description:
It was reported that it was difficult to delate the balloon of the catheter, and as a result, the balloon was wrinkled and rounded during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received with a cut portion of the inlet tubing. Visual evaluation noted the balloon was mushroomed upon return. This failed to meet specifications per the standard, stating the balloon must not be stretched, wrinkled, or deformed. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This met specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The balloon deflated in 59.24 seconds. The balloon was dissected in order to measure the middle of notch to bottom of shaft distance. This measured to be 0.9630" which was found to be within specification (0.97" +/- 0.30"). Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect trimming process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter, and as a result, the balloon was wrinkled and rounded during pretest.